Event description:
The user facility reports that during a laparoscopic cholecystectomy the hinge part broke and the broken piece dropped into the donor's abdominal cavity. The broken piece was removed from the donor's abdominal cavity. There was no reported patient injury. Note: the dealer supplied information from the user facility that an x-ray was taken and they determined that the broken piece was removed from the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor j. Jamner surgical instruments.